Event description:
The morcellator was brought onto the field and placed through the scope the physician attempted to engage the adenoma free floating in the bladder lumen, but the morcellator would not reciprocate the blade. They did troubleshooting of the blade including changing both blade pieces, unplugging and plugging the handpiece, foot pedal, cord for the unit from the wall and into the socket on the back of the machine. They were unable to get the handpiece to reciprocate to allow for adequate morcellation. Because there was a large amount of adenoma free floating in the bladder that would have required extended operative time to resect with a loop, the physcian elected to leave the matter free-floating and return the patient to the or within 24 hours after a replacement handpiece was obtained. He was returned to the or the next day to complete the morcellation of the adenoma.======================manufacturer response for handpiece, versacut morcellator (per site reporter).======================manufacturer's field representative brought in a second machine and handpiece to be used on second surgery the next day.======================manufacturer response for morcellator, versacut morcellator (per site reporter).======================brought in new machine and handpiece to use on second procedure.